Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 43 mg/dl and 40 mg/dl. The customer experienced different blood glucose value of 50 mg/dl, 57 mg/dl, 194 mg/dl, 148 mg/dl, 163 mg/dl, 253 mg/dl, 84 mg/dl and 193 mg/dl. The customer was treated with food and sugar cookies. The customer did not report any symptoms for low blood glucose level. The customer had been experiencing low blood glucose for 20 minutes. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. Troubleshooting was declined by the customer for low blood glucose level. The insulin pump will not be returned for analysis.